Manufacturer narrative:
Additional information has been received regarding the patient weight change from 0 pounds to 178 pounds which was not included in the initial report. So, the correct patient weight as per new additional information is 178 pounds which is updated in section a4. Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test , displacement test and displacement accuracy test. All buttons function properly. Successfully downloaded history files and traces using thump. No alerts/alarms/anomalies noted during testing. Pump error 25 was found in adapt on (B)(6) 2025 20:00:00.000. The power management tool confirmed pump error 25 was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due moisture damage found on the internal lithium backup battery connector on j6/pcba 1. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor and lcd assembly. The j1 connector on pcba 1 was locked properly during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, scratched case, cracked case, cracked case (battery tube), broken belt clip rails and battery tube threads - cracked. Pump error 25 confirmed due to moisture damage. E/a alarm unspecified confirmed due to pump error 25. Keypad/buttons functioned properly during analysis. Unresponsive keypad was not confirmed. Cosmetic damages were noted during visual inspection. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a pump error alarm, keypad anomaly, and had a crack back of the pump itself. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the pump error alarms and the time clock is visible on the screen. Troubleshooting was performed for the keypad anomaly, cosmetic damage, and the serialized device was replaced. The customer was not able to clear the alarm. The pump screen was scrolling without input from the user and the pump has not been exposed to altitude change. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan per health care professional instructions. Mmt-1884 was requested and the customer response was the device will be returned.